Manufacturer narrative:
Manufacturer's investigation conclusion: two low speed events were confirmed through the evaluation of the submitted log file. Based on complaint history and similarly reported events, the low speed events captured in the log file appeared to be consistent with a compromised driveline; however, a specific cause for the events cannot be conclusively determined. Evaluation of the submitted log file confirmed two low speed advisory alarms on (B)(6) 2022, while the patient was connected to the power module. The low speed alarms occurred at 04:35:41 and 13:40:26 due to the speed dropping to 8240 rpm and as low as 6500 rpm, respectively. Prior to and after the low-speed events, the pump appeared to function as intended. No other unusual alarms or events were captured. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6). No product is available for investigation. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the hospital due to a low speed advisory alarm. The alarm occurred 2 times. Review of the log files confirmed low speed advisory alarms that occurred when the patient was connected to the power module. 1 speed drop down to 8240 revolutions per minute (rpm) occurred, and another down to 6500 rpm. The patient had no symptoms at the time of the events, and was sent home with a non-grounded patient cable. The alarms resolved on the ungrounded patient cable, and the patient would be monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter phone number: (B)(6).